Manufacturer narrative:
The explanted device is expected to be returned for evaluation. It has not yet been received. Approximate age of device ¿ 1 years 9 months 27 days (the age is calculated from the date of implant to the event date.) No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that there was internal driveline fracture. It was reported that the pump was explanted and exchanged.